Event description:
Remnant of balloon left on ebus scope/transducer which was not recognized at the end of the procedure. Scope/transducer cleaning/sterilization process occurred. However, the ebus scope was used on a 2nd patient prior to identifying that the remnant of the balloon was still present. Of note, the transducer and balloon are very similar in color. Could this be a balloon defect or should there be consideration of a change in the color of the balloon or transducer so identification between the balloon and transducer would be clearer?